Manufacturer narrative:
Product investigation is in progress.

Event description:
Security veil in vagina [foreign body in reproductive tract], odor- vaginal [vaginal odour] , security veil in vagina- tampon [device breakage]. Case narrative: consumer reported via e-mail that the security veil had broken off and was retained in vagina. No serious injury reported.

Event description:
Security veil in vagina [foreign body in reproductive tract]. Odor: vaginal [vaginal odour]. Security veil in vagina: tampon [device breakage]. Case narrative: consumer reported via e-mail that the security veil had broken off and was retained in vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.